Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system had no phacoemulsification power during a surgical procedure. The system was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The u/s controller printed circuit board (pcb) was replaced to address the issue. Additionally, the u/s handpiece connectors were replaced, as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 21, 2003. Based on qa assessment, the product met specifications at the time of release. A u/s controller printed circuit board (pcb) and 2 handpiece connectors were received for evaluation. A visual assessment of the returned u/s controller pcb did not show any non-conformity. The returned handpiece connectors were replaced as a preventive measure. Therefore, returned handpiece connectors will not be evaluated. The returned u/s controller pcb was installed onto a calibrated system. The system was turned on and allowed to boot. The system successfully booted. The returned u/s controller pcb was functionally tested. The returned u/s controller pcb passed test. The returned u/s controller pcb functioned to specifications. Therefore, the root cause of the reported non-conformity cannot be established. (B)(4).